Event description:
It was reported the customer passed away while wearing the insulin pump. The customer was fine the day prior to her death, but became ill later in the day, while shopping. Customer went home and was vomitting, but her blood glucose levels were fine. The customer did not go to the emergency room because she thought she had a virus. The next morning, customer felt better, ate lunch, then went to lie down. Customer passed away shortly after that.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.